Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced one occurrence of low battery voltage. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be low battery voltage. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).